Event description:
The customer reported alleged inaccurate low results on the pt's fasttake meter. The pt reports feeling both high and low at times. A 7/a (unknown date) result on the pt's meter was 147 mg/dl. At 8:30/a, the pt's blood glucose at the dr's office was 237 mg/dl. The pt was treated with an injection of insulin. The pt feels may have already been harmed since the pt's healthcare professional told the pt that the pt was not dosing properly.